Event description:
It was reported that the patient had a systemic infection requiring the removal of the bi-ventricular defibrillator system. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: (B)(4) bi-ventricular defibrillator 2013 (B)(6); 694965 implantable tachy lead 2004 (B)(6). (B)(4).